Manufacturer narrative:
(B)(4). Evaluation - evaluation in process, no method, results or conclusion code can be chosen at this time. An evaluation is in process. A followup report will be submitted when the evaluation is complete.

Event description:
The account generated a false positive architect troponin-I result on a patient specimen. The patient tested architect troponin-I positive (13.975 ng/ml) and was sent to cicu. Three serial draws were performed 3 hours apart with architect troponin-I negative results (<0.04, <0.04, <0.04 ng/ml). The original specimen was retested with a negative architect troponin-I result (0.04 ng/ml). The laboratory uses a cutoff of < or = 0.04 ng/ml for a normal troponin result. The patient had chest pain and was not on any anticoagulation therapy. No invasive procedures were performed on the patient. No impact to patient management was reported.